Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer's blood glucose was not adversely impacted. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.